Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was in ventricular fibrillation (vf), which was detected as ventricular tachycardia (vt), and the device delivered anti-tachycardia pacing (atp). The rhythm slowed down, and no further therapy was delivered. It was noted that the patient had very fine vf and the device undersensed the vf. The patient had collapsed and was given automatic external defibrillation, and was noted to be doing fine afterward. No further actions or interventions were performed. No additional adverse patient effects were reported. The device remains in service.